Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Retention samples from bd inventory were not available for testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. This event affected 90 devices. The following information was provided by the initial reporter. The customer stated: "the vacuum is insufficient"